Event description:
It has been reported that upon starting to ventilate a pt 2 loose fragments of plastic have been found in the breathing circuit. No pt consequences have been reported.

Manufacturer narrative:
The investigation is ongoing, results will be provided in a f/u report.